Event description:
Distributor notified on 1/12/93 of patient with broken steinmann pin. Sales consultant talked with nursing supervisor and o.r. Circulator. Also with daughter of patient. According to patient's daughter, patient was implanted with steinman pin on 9/16/92. Patinet complained of continous pain from onset of operation. Approximately one week after operation (chevron bunionectomy, correction of halux valgus, bilateral tmt joint with hammer toe), patient went back to surgeon was x-rayed and found to have a broken pin. According to patient's daughter, pin was removed and patient retained 1/2 of the pin and the doctor the other half. According to o.r. Circulator, pin was inserted into end of big toe of right foot through bone. Pin exited toe percutaneously and was bent back 180 degrees over toe nail and trocar tip was cappeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.